Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user could not get insulin pump to respond to key press and was currently stuck on fill tubing screen. Customer stated that they had changed the battery and tried to reset insulin pump but no success. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.